Manufacturer narrative:
(B)(4). User facility will not release device for analysis. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used during a gastrectomy. The load did not release any staples. No staples were in the tissue; however when the cartridge removed from the device, the staples fell out. Same device with new cartridge was used to complete the case. There was no adverse consequence to the patient. Device being held in risk management.